Event description:
It was reported, that out of range issues occurred between the transmitter and pump greater than 15 minutes, with no continuous glucose monitor (cgm) sensor readings. The customer's blood glucose level was 600 mg/dl. Customer went to visit hcp to try to address bg. And was advised to manually take 10 units of insulin if bg was still elevated once home. Reportedly, the pump was reset with tandem technical support. And the customer continued to use pump for insulin therapy.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text: device not returned.